Manufacturer narrative:
Device evaluation: power management (pm) board was received at the v60 vent manufacturing facility for evaluation. Visual inspection of the pm board revealed no evidence of damage or contamination. The pm board was installed in the testing ventilator in an attempt to duplicate the reported problem. The test ventilator displayed "check vent alarm led failed" and audible alarm. Further inspection of the returned pb board found the pm board excess solders between the fb3 pins 2 and pin 3. Resolution and disposition: the excess solder under the fb3 was removed and fb3 was solder back on the pm board. Pm board was re-installed in the test ventilator. This time the test ventilator did not display "check vent alarm led failed" and audible alarm. The root cause for the customer's report of v60 alarm bar was inoperative was due to the pm boards fb3 pin 2 and pin 3 shorting.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The international customer reported the v60 alarm bar was inoperative. The problem occurred continuously while changing setting. The unit was being used on a patient at the time the reported issue occurred however, there was no patient harm.